Event description:
It was reported that this insertable cardiac monitor (icm) device eroded from the skin of the patient; due to this reason, the patient underwent a surgical procedure to have their icm device explanted. Outpatient antibiotics were given to them, to treat a suspected infection. A few weeks later, a different icm device was implanted in the patient as replacement. No additional adverse patient effects were reported. The explanted icm device has not been returned.

Manufacturer narrative:
Field g4 premarket/510k, from section g all manufacturers, contains both documents k193473 & k210608 whose character limit prevented both entries from the field. Good faith effort attempts were made to try and retrieve device return status. As of today, no information has been received. If information is provided in the future, a supplemental report will be issued.